Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a motor error alarm during a rewind. The customer's blood glucose was normal and did not require medical intervention. Several motor error alarms were also found in the alarm history. The insulin pump will not be returned for analysis.